Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a needle break occurred with a bd ultra fine¿ pen needle. The following information was provided by the initial reporter, "material no. 320119 batch no. 8233893. It was reported that pen needle broke off when going to inject. Did not break off into site. Verbatim: consumer reported that the pen needle broke off just before the injection as she was trying to insert the needle into the injection site. The needle did not go into the site but broke off just before. No medical attention needed, no injury. Problem occurred about 2 weeks ago, consumer does not re-use needle. Lot # 8233893, product # 320119, exp 08-31-2023. Sending mail kit and product voucher."